Event description:
Company received a report from the user facility that while using an oxisensor ii, d-25, a pt's waveform and o2 saturation read 100% while the arterial blood gasses showed o2 saturation rates of 40-50%.